Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Conclusion codes have been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had shocking in the breast in (B)(6) 2015. The screw in the implantable neurostimulator (ins) came out and there was a short that was shocking. The patient had a revision and the ins was replaced on (B)(6) 2015.

Event description:
It was reported that the patient had a loss of therapeutic effect and a return of symptoms that had progressively become worse over the last 6 months. The patient rolled over in bed and felt the device jump over 2 ribs and then felt pain on their entire right side and around their back. The patient¿s impedances were over 800 ohms and before the test even started, the patient felt shocking. The health care provider (hcp) ran the test and the impedances appeared good. Case and 2 was at 547 ohms, case and 3 was at 528 ohms, and 2 and 3 was at 604 ohms. The patient¿s battery indicated that it was ¿low.¿ no outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.